Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, visible air was noticed after closing of the side flushing port. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed, and a leak was seen coming from the hemostatic valves in the base of the sheath. The valves were examined under a microscope, and tears were seen in both valves. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.'

Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, visible air was noticed after closing of the side flushing port. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.